Event description:
Baclofen pump failure. Baclofen pump was not working in pt. Baclofen pump was removed and with a new replaced today. Same medication was exchanged from explant pump to new pump. After approval was obtained by facility risk dept, device returned to rep (B)(6).